Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had a dark picture. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. No visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. There were blurry areas observed in the image. Based on the results of the evaluation, the reported failure mode "poor quality image" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope, s/n (B)(4) had a dark picture. A replacement device was used to complete the procedure. The hospital did not report any patient effects.